Event description:
It was reported that right atrial lead exhibited high pacing impedance and high capture threshold. An x-ray was performed and dislodgement was confirmed. The lead was explanted and replaced. The patient was stable.